Manufacturer narrative:
Additional information provided in b.5., h.6. And h.10. A review of the deviation report indicated the unavailable component was substituted with available component. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The root cause of this customer complaint is related to customer dissatisfaction of the substituted blade. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the substituted 1 cubic centimeter syringe does not securely fasten to the cannula causing the cannula to came off in the patient's eye during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.